Event description:
Physician reports the pt underwent uncomplicated cataract surgery in 03 with good post op results. In 2004 the lens was removed and replaced without complication due to the pt's increasing hyperopia and the consulting physician's observation of a discolored optic. Physician believes the refraction issue was due to a biometry error.